Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
The healthcare professional reported right side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; b5; b6; d6a; d6b; h6.

Event description:
Patient repetitive later reported right side pain, rupture, recall, emotionally affected, and breast nodule. Patient representative additionally reported sparse cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Correction to g.3 aware date for supplemental medwatch #1. The aware date should have been listed as 26/apr/2024.

Event description:
The healthcare professional reported right side capsular contracture baker grade IV. Patient representative later reported " ¿implant rupture¿ and ¿capsular contracture baker grade IV¿, ¿daily pain as well as altered breast shape¿, ¿feel pain in her breasts¿. ¿the recall¿, ¿emotionally affected¿, and ¿sparse cyst- which is not device related. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a.

Event description:
The healthcare professional reported right-side capsular contracture baker grade IV. The device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: rupture: not observed. Capsular contracture: unable to observe since it is not related to the device. Cyst: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed a review of the device history record has been completed. No deviations or non-conformances noted. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 26/apr/2024.

Event description:
The healthcare professional reported right side capsular contracture baker grade IV. Patient representative later reported " ¿implant rupture¿ and ¿capsular contracture baker grade IV¿, ¿daily pain as well as altered breast shape¿, ¿feel pain in her breasts¿. ¿the recall¿, ¿emotionally affected¿, and ¿sparse cyst- which is not device related. The device has been explanted.